Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, the customer received multiple intermittent power source alerts when plugging the pump into a wall outlet. Reportedly, the power source alerts cleared after leaving the pump plugged into the power source. The customer provided a blood glucose of 109 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.